Event description:
The customer reported the system displayed a communication error. This error will cause the system to lockup or not to boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a faulty foot switch but no conclusion can be drawn as repair info is not available. The customer will order and replace the footswitch.